Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
One of the four prongs broke apart. Replacement was available.

Manufacturer narrative:
The reported event that lag screwdriver gamma3® 380x110mm was alleged of (instruments - lag screwdriver, broken, worn or deformed pegs) could be confirmed, since the device returned for evaluation matches the alleged failure mode. Visual inspection of the provided lag screwdriver of the gamma3 system show signs of extensive usage. All teeth of the screwdriver tip are worn and deformed; one of them is broken off completely. Several scratches and dents were observed on the handle of the screwdriver as well. The inner rod of the screwdriver was found bent at the tip. Based on investigation, this breakage could be user related and could have been caused by application of too high force while inserting / removing the lag screw or improper handling, and is not manufacturer related. As the device had been in use for around over 7 years (manufactured in 2010), it suggests that the device had fulfilled its tasks in former surgeries as intended without problems reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that ¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.¿ the cleaning and sterilization guide states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ it also mentions that ¿for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves.¿ and that ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device¿ if any further information is provided, the investigation report will be updated.

Event description:
One of the four prongs broke apart. Replacement was available.